Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the bubble detector sensor. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector was defective. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
The field service engineer provided the picture of the bubble sensor that shows the claimed sensor has deflated bubble cushions. This is a known issue that triggers oversensing. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, the issue has incredible possibility to cause patient injury and the event has been reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.